Manufacturer narrative:
Date of event: (B)(6) 2007 other # field is populated with the di number.

Event description:
A report was received that the patient was experiencing increased pain. It was noted that the physician found frayed wires from the scs leads. The patient underwent an explant procedure.

Manufacturer narrative:
Correction to the initial MDR in fields. Additional suspect medical device components involved in the event: model#: sc-1110-02 serial #: (B)(4), description: precision implantable pulse generator (ipg) model#: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing increased pain. It was noted that the physician found frayed wires from the scs leads. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to the physician's mishap during the patient's previous spine procedure wherein the physician accidentally nicked a lead.

Event description:
A report was received that the patient was experiencing increased pain. It was noted that the physician found frayed wires from the scs leads. The patient underwent an explant procedure.